Event description:
It was reported that a pt underwent a coronary artery bypass graft procedure on (B)(6) 2010 and suture was used. The needle broke while in the tissue. The needle was recovered during the sam procedure. No adverse pt consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00689. The same pt is represented in each medwatch.